Event description:
The download data for a (B)(6) male pt revealed several impedance high and gel previously released flags, although no gel released flags were recorded. Zoll customer support dispatched a pt service representative (psr) to assist the pt. While assisting the pt, psr reported that the patient's electrode belt had visible wires. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable or wires exposed, add gel/replace belt messages) was confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable an dn, and caused the add gel/replace belt messages. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.